Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which was suspected to be caused by a fracture observed during fluoroscopy examination. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.